Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information was received stating the ipg was explanted and replaced on (B)(6) 2021. Therapy was restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patients ipg became inoperable due to failure to recharge the device as instructed. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may be pending to address the issue.